Manufacturer narrative:
The reported event of sensing noise could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including saline sensing test under nominal and high sensitivity settings indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient experienced presyncope. It was noted that noise with 7 second inhibition of pacing and oversensing was observed on the right ventricular (rv) lead and the pacemaker which was subject to the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021. The rv lead was capped on (B)(6) 2025, while the pacemaker was explanted and replaced. The patient was stable.